Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Upon pump reset, the customer reloaded the cartridge and received a minimum fill notification with a cartridge containing an unknown amount of insulin. Customer's blood glucose was 149 mg/dl. A new cartridge was successfully loaded. Reportedly, the customer continued using the pump and had manual injections for insulin therapy.